Event description:
The patient reported that about 1 month ago she experienced the tubing of her infusion set separated from the connector piece. She reports that her blood glucose values were "hi" on her meter (typically greater than 600 mg/dl). She stated that she changed the tubing and bolused 10 units of insulin at a time until her blood glucose values stabilized. No medical attention was required. She reported that she discared the affected product and therefore no product is available for return.

Manufacturer narrative:
Product not returned for eval.